Manufacturer narrative:
(B)(6). This device is not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the second inflation of a 10mmx4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter within nominal pressure, it ruptured. It was removed and replaced with a new balloon catheter (non cordis). The procedure was continued. There was no reported patient injury and the device will not be returned for analysis. The lesion was the iliac artery which has moderate calcification. An ipsilateral approach was made. A guidewire crossed the lesion and the powerflex pro was delivered. It was inflated within its nominal pressure during its initial and second inflation.

Manufacturer narrative:
During the second inflation of a 10x40mm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter within nominal pressure, it ruptured. It was removed and replaced with a new balloon catheter (non cordis). The procedure was continued. There was no reported patient injury. The lesion was the iliac artery which has moderate calcification. An ipsilateral approach was made. A guidewire crossed the lesion and the powerflex pro was delivered. It was inflated within its nominal pressure during its initial and second inflation. The lesion was moderately calcified with 80% occlusion. There was almost no vessel tortuosity. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. A non-cordis indeflator was used in the procedure. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon catheter did not kink while being used. It was easily removed. The device was discarded. The device was not returned for analysis. A device history record (DHR) review of lot 17614101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (moderate calcification with 80% occlusion) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.